Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion upon power up at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, the downstream occlusion was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log revealed alarmed downstream occlusion. The reported condition was verified. The cause of the condition could not be determined. No correction required. Should additional relevant information become available, a supplemental report will be submitted.